Event description:
Per the clinic, the patient experienced pain/non-auditory sensation and poor device performance since activation. The patient also is a non-user. Susbequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.